Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their old lead was removed and replaced by a new one because it was defective. Follow-up was conducted, and it was reported that the right ventricular (rv) lead had low r-waves approximately two months post implant. The rv lead was explanted and replaced with a longer lead per physician¿s request. No patient complications have been reported as a result of this event.